Event description:
No additional information received form the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during device evaluation: foreign material on the light guide rod lens, a dirty charge-coupled device (ccd) cover lens, a foreign body in the air/water cylinder, no image display, and a scope communication error -b30. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, the most likely cause of the malfunction identified during device evaluation was attributed to an electronic component failure. Additionally, for the dirty charge-coupled device (ccd) cover lens, the presence of a foreign body in the air/water cylinder, and foreign material on the light guide rod lens, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope light bundle dropped out when moving the scope at the distal tip. The issue occurred during the inspection for use. There were no reports of patient involvement.